Event description:
It was reported that approximately 6 months post implant of a bifurcated device, a suprarenal aortic extension and limb extension an endoleak was identified. The physician has been monitoring the endoleak and the aneurysm sac has remained the same size for 2 years. Patient is currently not experiencing any symptoms.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: product use was incongruent with the IFU due to: the left iliac artery diameter greater than 2.3 cm; and an aortic neck angle of greater than 60 degrees. Cautionary product use conditions that might have contributed to this event included: patent accessory right renal, inferior mesenteric, and multiple lumbar arteries. There was substantiated evidence of an unknown endoleak. A type ii or a type iiia were both possible due to the position of the endoleak near the superior margin of the bifurcated stent, and superior to a contrast stream near an anterior ostium. In light of the adequate overlap, a type ii endoleak was found to be more likely, but not definitive; the endoleak was therefore, unknown. There was minimal sac increase at 26 months post index and it was reported that the patient was not experiencing any symptoms. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings the root cause could not be determined based upon available information.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.